Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine checkup by the customer, the cs100 intra-aortic balloon pump (iabp) unit had system failure appear on the screen when filling the balloon. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp). Fse checked the machine and found system failure appearing during autofill and suspected that manifold drive is faulty. Fse checked the machine and after replacing manifold drive also system failure appearing. Fse found problem with compressor assembly, compressor, which was blocked. Fse refitted the compressor assembly. The fse performed all functional and safety checks to meet factory specifications and handed over the machine in working condition.